Manufacturer narrative:
The customer¿s complaint the pump module would not power off on reported date of (B)(6) 2019 could not be confirmed in the logs. However, testing performed on the source pump module confirmed a nonfunctioning ¿channel off¿ key. Events from the logs could not confirm the device would not power off. Records from the incident date had been over written due to continued use. Testing performed on source pump module identified corrosion/contamination on the display board (100 resistor, r35). R35 resistor is part of the ¿channel off¿ key circuitry. Further testing of the ¿channel off¿ circuit identified an ¿open¿ with the pull up resistor for ensuring a high state presence when the key is in a normally open condition. The contamination observed on the display board is the result of previous fluid ingress. There was no evidence of previous fluid ingress in the pump module door. The door date code and pump service records confirmed the replacement. The original door with keypad was discarded after the device repair and could not be inspected. The root cause of the customer¿s complaint that the device would not shut off was determined to be contamination on the keypad circuit of the display board. The contamination is believed to be the result of previous fluid ingress. The fluid is believed to have entered from the surface of the keypad and contaminating the display board.

Event description:
It was reported that, the alaris channel delivering oxytocin on the labor and delivery unit would not power off. It was stated, "the patient was on oxytocin for an induction of labor, the fetal heart tones dropped and did not return to baseline quickly- and emergency page was called and interventions were done to help the heart rate increase including turning off the oxytocin infusion. When the rn went to turn off the infusion, however, the channel could not be turned off (multiple rns attempted to turn off the pump) and the only way the rn could stop the infusion was to clamp the line." The channel not functioning/turning off did delay stopping the medication to the patient- even if this was a difference of a few seconds. The staff exchange the channel for one that worked. The channel that would not power off was sent to their biomedical engineer department for further investigation. There were no lasting adverse effects caused to the intrauterine fetus from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics; intrauterine fetus.

Event description:
It was reported that, the alaris channel delivering oxytocin on the labor and delivery unit would not power off. It was stated, "the patient was on oxytocin for an induction of labor, the fetal heart tones dropped and did not return to baseline quickly- and emergency page was called and interventions were done to help the heart rate increase including turning off the oxytocin infusion. When the rn went to turn off the infusion, however, the channel could not be turned off (multiple rns attempted to turn off the pump) and the only way the rn could stop the infusion was to clamp the line." The channel not functioning/turning off did delay stopping the medication to the patient- even if this was a difference of a few seconds. The staff exchange the channel for one that worked. The channel that would not power off was sent to their biomedical engineer department for further investigation. There were no lasting adverse effects caused to the intrauterine fetus from the event.